Event description:
During installation of the device, the user reported the safety monitor was causing the connection to the cardioplegia and arterial monitors to reset. No other details regarding the event were provided. Since the event occurred during installation of the device, there were no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.